Event description:
Subject ID: (B)(4). It was reported that the patient has a right knee bursitis. The cause of the bursa inflammation is unknown. Also is unknown if any implant has been explanted to the patient or treatment for the bursa inflammation.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the complaint history for the listed parts revealed no prior complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Our clinical/medical team noted no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.